Event description:
PICC inserted without difficulty with use of guidewire in rt basilic vein. Threaded into superior vena cava, confirmed by x-ray. Developed a hematoma at insertion site although not immediately. Pt felt irritation along tract just above insertion site. On 3/30, increased edema and pain along tract. Catheter removed. On 4/2 therapy reinitiated after placement of different brand of PICC. Thrombophlebitis resolving without further difficulties.